Manufacturer narrative:
Additional information: event date is an approximation. PMA/510k: similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unconfirmed false positive result with the ID now covid-19 assay on an unknown date. The patient tested with an antigen qualitative test (brand name and manufacturer unknown) a day after the ID now covid-19 results which generated a negative result. No confirmation testing was performed. Although requested, no additional information was reported.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.